Event description:
Following implant pt had high a&v thresholds. In 03 went back to or for repositioning. Obtained good thresholds but when went to reconnect generator, ventricular set screw was stripped, gave new generator.